Event description:
Reportedly, the status light of the home monitor remains off, and only turns on for a few days following a transmission initiated by the patient.

Manufacturer narrative:
No conclusion could be drawn as the subject home monitor was not returned for investigation. The complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, the status light of the home monitor remains off, and only turns on for a few days following a transmission initiated by the patient.